Event description:
It was reported that this right ventricular (rv) lead exhibited one single shock impedance alert greater than 200 ohms. Latitude history and egms were checked by boston scientific technical services with no abnormalities or noise seen. All measurements were normal. During provocative testing, noise was noted with gentle pressure around the header which led to a suspected lead fracture. The plan is to have this lead extracted in the future. This rv lead remains implanted but electrically deactivated. Subsequently, this device was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The lead was returned in two segments, severed at 16.5cm from the terminal end. Setscrew marks were in the correct location on the terminal pin. Testing was completed to assess lead electrical performance integrity. Measurements throughout this test was within normal limits. An x-ray inspection was performed and showed no conductor issues. Calcification was noted on the distal and proximal shock coils. Deposits of calcium on cardiac lead electrodes have been shown to increase lead impedance.

Event description:
It was reported that this right ventricular (rv) lead exhibited one single shock impedance alert greater than 200 ohms. Latitude history and egms were checked by boston scientific technical services with no abnormalities or noise seen. All measurements were normal. During provocative testing, noise was noted with gentle pressure around the header which led to a suspected lead fracture. The plan is to have this lead extracted in the future. This rv lead remains implanted but electrically deactivated. Subsequently, this device was explanted. No additional adverse patient effects were reported.